Event description:
Allegedly the patient was revised due to unknown reasons.

Manufacturer narrative:
This is the same event as 3010536692-2015-00512, -00513. Report will be updated when investigation is complete. Trends will be evaluated.